Manufacturer narrative:
Set screws were returned to the manufacturer for evaluation. Evaluation shows that x-rays confirm set screws are out of l1. Construct is t1-l1 with no construct crosslinks. It appears to be ?? Legacy with no interbody support. Only set screws were provided for analysis. The cause of the event is inconclusive.

Event description:
Date of implant: 2006. It was reported that a patient underwent a spinal fusion with posterior instrumentation at levels t2-l4. Post-op xrays reportedly revealed that "2 setscrews had backed out at l4". Patient underwent revision surgery approximately 3 months post-op to replace the setscrews. No patient complications reported.